Event description:
It was reported that a hair was observed within the inner package of this inflatable penile prosthesis (ipp) when it was opened for preparation. Implant of the product was not attempted. There was no patient impact as a result.

Manufacturer narrative:
With all available information, boston scientific concludes the reported contamination cannot be confirmed. Upon receipt at our post market quality assurance laboratory, the returned inflatable penile prosthesis (ipp) cylinders were visually and microscopically inspected as well as leak and pressure tests performed. The cylinders passed all tests performed. The pump component was leak tested, visually and microscopically inspected, and functionally tested. No damage was found upon inspection. Functional testing found the pump did not pass deflation or valve deactivation tests. Product analysis was unable to confirm the reported events. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. An investigation conclusion of no problem detected was assigned to this event.

Event description:
It was reported that a hair was observed within the inner package of this inflatable penile prosthesis (ipp) when it was opened for preparation. Implant of the product was not attempted. There was no patient impact as a result.